Manufacturer narrative:
(B)(6). Bd was made aware of this incident by both the user facility and (B)(4). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Evaluating the complaint description and image provided by the customer it was possible to observe packaging open ¿ cutting failure. The potential cause for the reported problem is a failure at cutting system at packaging machine. To improve the cutting system the maintenance record was performed to manufacture a new base cutting system. The operators will be notified from this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: evaluating the complaint description and image provided by the customer it was possible to observe packaging open ¿ cutting failure. DHR review: it was verified the batch record and the manufacturing date for this batch was october 09th to 10th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 1 cycle at packaging machine and leakage test at batch begin. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Evaluating the complaint description and image provided by the customer it was possible observe packaging open ¿ cutting failure. The potential cause for the reported problem is a failure at cutting system at packaging machine. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation. Rationale: based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that the bd plastipack¿ syringe had questionable/ poor package seal integrity. Found before use. There was no report of injury or medical intervention.